Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The product code, brand name, catalog number and 510(k) were reported as unknown in the initial report and have been updated accordingly. The lot number, exp date and UDI were reported as unknown in the initial report and has been updated accordingly. Therefore, UDI as (B)(4). Therefore, UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer or multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this product code 222330-lot #l252350 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The device product code and lot number were not available at the time of this report. Some fields in this report have been marked as unknown. A request for additional information has been made but a response has not been received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
Healix knotless come out from the bone when trying to use permatape suture. Patient consequence? Yes. Patient consequence description: 25 mins surgery delay. Action taken for procedure: surgeon use another technique to make the repair. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A non-conformance search was performed for this product code 222330-lot #l252350 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was determined that the report was submitted as a duplicate report of (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.